Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the medtronic representative was downloading protecta software onto the programmer. It re-booted and than displayed an error message.